Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was noted on the right atrial lead. Lead damage was suspected but fluoroscopy was not completed to confirm the status of the lead. The device was reprogrammed to resolve the issue. The patient was stable with no adverse consequences.